Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. It was noted that the patient also experienced muscle aches, fatigue and chills, and the implant site was red, swollen and sore to the touch. Right atrial (ra) lead and right ventricular (rv) lead cultures were positive for staphylococcus aureus antibiotics were administered and the implantable pulse generator (ipg) system was explanted and replaced with a leadless ipg. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.